Manufacturer narrative:
(B)(4). Physio-control evaluated the device, verified the reported device issue and observed the device to not actually complete the boot cycle.  Physio determined that the digital pcb assembly was causing the reported device issue; however additional component cause could not be determined during further evaluation.

Event description:
The customer reported that their device was not responding to any button presses when the device was powered on. There was no report of any patient use associated with the reported device issue.